Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. This assessment established a relationship between the events reported. A visual examination found defects to the outer case. The functional assessment confirmed the device was unable to generate negative pressure, it was established that the vacuum pump had become defective, developing air leaks at the seals. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the events reported has been reviewed, with similar instances found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.